Event description:
During robotic laparoscopic partial nephrectomy, the ethicon ligamax 5mm endoscopic multiple clip applier failed. Several clips were applied by dr lee. The stapler was stuck on the renal vein and would not come off. When dr lee attempted to remove the stapler the renal vein was torn. Renal vein was clipped and the surgery proceeded while the pt remained stable.